Event description:
The pt received a low battery flag. The sjm rep was able to direct the pt to clear the flag. It was suspected the issue could possibly be passivation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.